Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the left suture toward the right side of the titanium piece broke and a small portion remained in the vaginal cuff.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic total hysterectomy the left suture toward the right side of the titanium piece of the needle broke and a small portion remained in the vaginal cuff. An x-ray was performed to locate the piece however it was not retrieved and will not be retrieved.